Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6) was returned for unknown reasons. No functional issue was reported with the returned device. The mpu returned to the pleasanton service depot in unremarkable physical condition. The unit booted up and functioned as intended. The unit passed all testing per the service process procedure. No functional issue was identified during the evaluation. Additional information states "this patient had new equipment sent to him so it likely is his old equipment". The mobile power unit was sent to be scrapped as the patient is diseased. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook ( rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the (B)(6) was returned for unknown reasons. Additional information provided that the patient had new equipment sent to them so it was likely that this was their old equipment. The patient requested the team to not contact them at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.